Manufacturer narrative:
Exact date unknown, event occurred eleven months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2317-50 serial: (B)(4) batch: 3157151.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patients lead was replaced and that the patient was doing well postoperatively. No device malfunction suspected. The explanted leads will not be returned.